Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 393 mg/dl. The customer experienced symptoms such as flu, nausea, vomiting and chest pain. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump less than 48 hours. The customer performed displacement test and it passed. The customer¿s current blood glucose level was 152 mg/dl. The insulin pump will not be returned for analysis.